Manufacturer narrative:
(B)(4). The sample was discarded therefore no evaluation was performed. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s.

Event description:
This is a spontaneous case report by a patient and a physician from (B)(6) of peritonitis in a male patient (B)(6) coincident with dianeal pd therapy. In (B)(6) 2010, the patient began dianeal n pd-4 1.5, dianeal n pd-4 2.5 and extraneal therapy. On (B)(6) 2010, the patient developed peritonitis and was admitted to the hospital. He was treated with unspecified antibiotics. On (B)(6) 2010, he recovered from the event. It is unknown if the patient experienced an exit site/catheter site infection (tunnel infection). It was unknown if any bacteriological examination was performed. The patient was retrained of aseptic technique. The patient had not had peritonitis episodes within 4 weeks prior to current episode. The physician considered that the event was not related to dianeal n and extraneal therapy since the event was caused by patient technique, which was due the patient being hemiplegic. There was no allegation of device malfunction.